Event description:
Customer reports obtaining results of 41mg/dl and 110mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requesting return of suspect device and replacement was sent.